Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012, due to alleged pain and metallosis. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012, due to alleged pain and metallosis. Additional information received in patient medical records confirms that the revision procedure on (B)(6) 2012 was due to pain, metallosis, pseudo synovium and a nickel allergy. The operative notes confirm that the modular head and taper insert were removed and replaced. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states,"intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-1058/ 01059).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states,"intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-0058-1 / 01059-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.